Event description:
The customer reported that the x2s are constantly falling off the mp70s and breaking the displays. The clip on the extension module gets weak or breaks and the x2 falls.

Manufacturer narrative:
He damage to the cases that is reported here is fully consistent with use outside normal and expected. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).